Manufacturer narrative:
Per the users guide: tandem diabetes care, inc. Recommends periodically checking the battery level indicator, charging the pump for a short period of time every day (10¿15 minutes), and also avoiding frequent full discharges. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump was not delivering insulin as the pump showed no basal history or total daily dose information. The blood glucose (bg) level was in the 600 mg/dl range and the ketone level was large. Insulin injections were administered to address the bg level. Tandem technical support reviewed the pump data and confirmed that the pump entered the shelf mode due to normal battery depletion. The pump was not turned back until (B)(6) 2017. The contact discussed the event with a school nurse and upon follow-up, the contact understood that the pump was performing as expected. The contact was to discuss diabetes management and pump charging with the customer.